Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that the ventilator had a low pressure. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider(sp) inspected the device and found that the power cord needs to be replaced due to electrical safety, base assembly and cover cpu need to be replaced due to bent thread screw, not allowing to fit feet properly on to the device. A quote for service/repair of the device was sent to that customer.

Manufacturer narrative:
The service provider (sp) inspected the device and found no error codes indicating there was problem. The reported issue was not duplicated. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.

Manufacturer narrative:
The quote for service/ repair of the device has expired. The customer did not accept or send the unit in for service/repair. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.